Event description:
It was reported that post an atrial fibrillation (afib) procedure the patient had a stroke. No further details were available. Upon request, the only additional information the bwi field representative could provide was that the patient was administered heparin 5 minutes after the transseptal access was attained.

Manufacturer narrative:
Concomitant products: product: carto 3 system: mfg #: m-4800-01, serial #: unknown. Product: stockert 70 system: mfg #: m-5463-01, serial #: (B)(4). Product: coolflow pump: mfg #: m-5491-02, serial #: unknown. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).